Event description:
It was reported the system was not displaying an image during fluoro and that there was smoke coming out of the monitor. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a faulty monitor. System operates as intended.